Event description:
Tech alleged that the head elevation is dropping one or two degrees over a twenty minute period. No injury reported.

Manufacturer narrative:
Tech replaced the head up and down valves to resolve the issue.